Manufacturer narrative:
The device was received at zoll singapore and the customer's report of "defib disabled" was unsubstantiated. Review of the device logs showed no evidence of defib related errors. The device was put through extensive testing including bench handling, power cycling, and defib functional stress testing without duplicating the report. Review of the device logs showed messages indicating the customer's report of "ECG monitoring disabled". However, the device was put through extensive testing including bench handling, power cycling, and ECG monitoring stress testing without duplicating the report. The defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled" and "ECG disabled" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.